Manufacturer narrative:
Evaluation of the returned device was unable to replicate the issue previously detected during preventive maintenance. The monitor was tested with via simulation per standard operating procedure and the output values were within the tolerance range specified. No physical damage was observed during the visual inspection. Based on the product evaluation, a root cause for the initial report regarding out-of-specification results detected during maintenance could not be conclusively identified, as the issue was unable to be confirmed.

Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted for any reason during the manufacturing of this device and the monitor met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. The suspect device was manufactured april 1, 2005 with an expiry date of april 1, 2010. The referenced monitor has significantly exceeded its expected life. A supplemental report will be submitted to provide supplementary information regarding the return of the device, as well as communicate the any additional results of our evaluation/investigation.

Event description:
It was reported that during preventive maintenance of a vigileo monitor, the cardiac output (co) was found to be out of specification(s). There was no patient involved, hence there was no patient compromise. Additional information received from a service technician indicated that no inaccurate values were observed during the preventive maintenance. However, per additional follow-up, the service technician revealed that no alert message was displayed regarding the values failing to meet specification(s). The technician who performed the evaluation further clarified that the specifications for co values were 1.7-1.8 l/min. When performing the test with a patient simulator, the values drifted from 1.7 to 1.9 l/min, being 1.9 l/min higher than the upper acceptable limit.